Event description:
A customer contacted beckman coulter inc., (bci) regarding a lower than expected total "hcg (t/hcg) result generated by the access 2 immunoassay system for one patient. The result was not reported out of the lab. Upon repeat on a different instrument, a higher result, in a different gestational category was obtained. Patient results are provided. Customer stated that there was no injury or change in patient treatment associated with this event.

Manufacturer narrative:
Sample was collected in a serum tube. A field service engineer (fse) inspected the instrument and replaced all aspirate probes and tubing. The fse also replaced the main pipettor tip, removed the analytical module, and cleaned the wash wheel. The fse verified pipettor alignments and hardware after service was completed. A definitive root cause for this event has not been determined to date.